Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device fractured during disassembly.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Visual inspection of the returned tibial articular surface provisional (tasp) confirms that tasp exhibits signs of repeated use and has fractured into 3 pieces. The device was manufactured in july of 2014 and had an approximate field life of two (2) years and five (5) months with an unknown frequency of use. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review.the complaint is considered confirmed as the returned tasp was fractured. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.